Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she went to the ER last night because she had a sudden onset of excruciating pain all around her hip area. The patient confirmed that the pain was at the implant site, and she was unable to put any weight on the leg or move it. The patient stated that the pain was as bad as when she'd previously dislocated her hip, and she could not walk. The patient stated that she was just sitting down at a restaurant and went to get up, when the pain just started. The patient stated that they had to carry her out of there. In the ER, they took x-rays of her hip and didn't see anything wrong. The patient reported that the hip area pain is constant, noting that it was better the day of the call, but it still hurts. The patient stated that the morning of the call, she experienced a different shooting pain down the middle of her thigh in a thin line, like an electrical sensation. The patient stated that it was temporary and has since gone away. The patient had not tried turning stimulation down or off to see if that affected the pain. The patient reported that there were no trauma/falls that could be related to this issue. The patient was going to turn stimulation down/off to see if that affected the pain. The patient was going to have the implanted system assessed by her managing hcp regarding the issues above. The patient stated that the symptoms she experienced were sudden. No further complications were anticipated/reported.